Manufacturer narrative:
D4 - primary UDI number: since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of the endoscopic retrograde cholangiopancreatography (ercp) procedure, the patient was observed chewing on a foreign object which was identified as the distal cover. There were no reports of patient harm.